Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was quick release. The site location was side of her hips. The infusion set was in use for 2 days. The blood glucose level was high at the time of the event but the patient was able to manage it. No further information available.